Event description:
The customer reported that prior to use on a patient the unit failed to run on battery and was no charging the battery. The pump was replaced and therapy was initiated. No patient was involved.

Manufacturer narrative:
The company rep was able to verify the reported event. The company rep replaced the batteries (part number 0146-00-0039). The company rep performed functional and safety tests. The unit met factory specifications and was returned to the customer. The company rep stated that the batteries will be sent to mahwah repair center for evaluation. Due to the time elapsed, no further info is available. (B)(4).